Manufacturer narrative:
A boston scientific technical services consultant recommended further evaluation of this system. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system for an out of range pacing impedance measurement. The measurements are saturated and there is noise observed. The noise is not being sensed. No adverse patient effects were reported.